Event description:
Boston scientific received information that during a return follow up at clinic, this cardiac resynchronization therapy defibrillator (crt-d) with this right atrial (ra) lead exhibited intermittent high pacing lead impedance of more than 2,000 ohms. The pacing impedance was at 460 ohms; however, the impedance measurement was occasionally out of range when commanded shock was delivered. Noise was also noted while the patient was on sitting position but was not reproducible with isometrics and pocket manipulation. In addition, the noise caused atrial tachy response (atr) events but without pacing inhibition. Boston scientific technical services (ts) discussed possible lead fracture and advised to perform chest x- ray. Additional troubleshooting was provided by ts. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
(B)(4).

Event description:
Commanded shocks were not delivered, but rather commanded pacing impedance testing was performed with occasional out of range measurements observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately three years later this ra lead continued to exhibit high pacing impedance measurements greater than 2,000 ohms, low intrinsic amplitude sensing, undersensing and loss of capture (loc). A revision procedure was performed and the ra lead was surgically abandoned. A new ra lead was successfully implanted. It was reported that a fracture of the lead was seen under x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.